Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant reports a female pt's blood glucose dropped to 3.2mmol/l due to a delay of feeding. Pt did not receive the full amount of feeding as prescribed. Pt only received approximately 4 cans of feed. The remaining 2 cans did not go through. The water was running but not the formula. He stated that water was filling up in the chamber. This was noticed at 8:00 am. Her blood glucose was 3.2mmol/l at that time. No alarms had sounded to indicate that there was a problem with the pump. The nurse flushed the tube and found it not to be an issue. They changed the pump immediately and fed her the 2 cans at a slightly higher rate. Her blood glucose was up to 6.4mmol/l within 2 hours.